Manufacturer narrative:
The technician replaced the sidecom board and communication cable to resolve the issue.

Event description:
The technician alleged the bed has no nurse call function. No patient impact.